Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported that the therapy electrode was rubbing on her side near the left front breast, causing the skin to bleed. The patient's doctor prescribed her cream for the skin irritation and advised her to keep the area clean and dry. There is no alleged device malfunction. Follow-up indicated that the patient's rash was improving.